Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose level was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.